Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues with her infusion set. On (B)(6) 2017, she changed her infusion set, felt sick and started to vomit. Her blood glucose varied from 408 mg/dl, 396 mg/dl, 338 mg/dl, 417 mg/dl and 441 mg/dl. She treated with the pump and a bolus. The customer said that she changed her infusion set again and her blood glucose went to 71 mg/dl. The customer had a second incident on (B)(6) 2017, after just changing her infusion set the evening prior. Her blood glucose went from 384 mg/dl to 470 mg/dl. She changed it again and her blood glucose went down to 145 mg/dl. The customer¿s most recent incident occurred on (B)(6) 2017. Her blood glucose was 234 mg/dl, before bed on (B)(6) 2017. She stated that she woke up on (B)(6) 2017 with a blood glucose of 80 mg/dl. By lunch her blood glucose was 324 mg/dl and she gave herself a bolus. By the time she got back home, her blood glucose was 409 mg/dl and she had to change her infusion set. The customer mentioned that each time she changed her infusion set, she had a bent infusion set cannula. During troubleshooting, she said the cannula bent after the first day of use. She declined high blood glucose troubleshooting because she was sure that they occurred because of the bent cannulas. The insulin pump will not be returning for analysis. The infusion set will be returning for analysis.